Event description:
Major pump unit(s) involved: blood pump;rvad.specific component(s) involved: heavy fibrin deposition on blood sac.intervention(s): replacement of pump;implant device type: both (in the same or visit).malfunction device type: rvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction.